Event description:
Patient reported "a right side deflation." Device remains implanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, corrected and/or changed data: a.4, b.5, d.6b, g.2, h.6.

Event description:
Device has been explanted and was not replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening curved on anterior, wear abrasion and white particles inner device. Leak test and microscopic analysis was performed which identified: sharp opening on anterior, observed void >1 mm in non-textured, valve-to shell-bond area and brown particles in the fill channel. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening.

Event description:
Patient reported "a right side deflation." Device has been explanted.